Event description:
It was reported that during the implant procedure the left ventricular (lv) lead repeatedly dislodged while slitting the catheter. The physician tried several times and was then able to implant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.